Event description:
The pt's wife reported that her husband woke up in the morning and his blood glucose was 340 mg/dl. At dinner that evening she noticed that his infusion device was wet. They noticed that the infusion set tubing had separated at the luer lock connection. The pt's blood glucose was 440 mg/dl. He was experiencing dry mouth. The pt changed his infusion set and bolused to reduce his blood glucose value. The pt did not require assistance from a health care professional or second party to address the issue. The product was requested to be returned for eval.